Event description:
Patient reported right side "feels a lot of pain", "capsular contracture grade iii", "palpation firmer", "visible borders" and "anxiety problems." The event of "can't sleep properly" is not device related. Patient reported treatment with "symptomatic painkillers." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade iii".